Event description:
Reportedly, the device involved in this MDR report could not be interrogated; however, magnet response was observed with a pacing rate at 96 min-1 (i.e. At bol). The patient is pacemaker dependent. Preliminary analysis revealed that protected registers were altered; therefore, evaluation of device replacement was recommended.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.